Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: it would not fire reloads. It stopped recognizing the adapter. Current patient status: fine. There was no patient injury. To correct the condition: they opened a new stapler. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one endo gia adapter one idrive powered handle, and three egia reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned device. No visual abnormalities were noted for the handle or adapter. Reloads two and three displayed a deformed anvil clamping mechanism. The handle tested satisfactorily with a pmv test adapter. All three reloads tested satisfactorily with the returned handle and a test adapter. The adapter had reached 50 autoclave cycles which is the designed end of life. Replication of this deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. The file will be closed as confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).